Manufacturer narrative:
The insulin pump alarmed with a compromised force sensor system during the prime test at 4 pounds due to a faulty force sensor resistor (gold). The pump was unable to be verified for the off no power anomaly due to the compromised force sensor system alarm. The rewind functioned properly during testing. The following physical damage was also noted: a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.

Event description:
Customer's wife reported via phone call that the insulin pump alarmed with a compromised force sensor system during the prime process. The patient's blood glucose at the time of incident was 115 mg/dl. Troubleshooting was initiated for the rewind and prime issue. The drive support cap appeared undamaged and the customer did not recall dropping or bumping the pump prior to the alarm. Additionally, the customer's wife stated that the pump alarmed with off no power after the force sensor system issues began. The customer had changed the battery four times from four different packages and none of them have helped. Troubleshooting was declined for the off no power alarm. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.